Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the elective replacement indicator (eri) was reached on (B) (6) 2009. The eri flag was cleared and it was found that the pulse generator was not at eri. Battery measurements were 2.57 v, 9.2 kohms and 94.8 pulses per minute with an estimated remaining longevity of 0.75 years. As no information regarding the programmed settings was provided, it was not possible to determine the expected longevity of the device or why the eri indicator was reached.